Event description:
In 2009, patient requested assistance with a cartridge change. Patient reported she did her first cartridge change yesterday and "must have done something wrong". Patient stated her blood glucose was over 400 mg/dl this morning at her 12am, 3am and 6am readings. She reported at 11:30am her reading was 377 mg/dl and she gave herself insulin by injection. Patient reported she was programming correction boluses but her levels were not coming down. Patient reported she did have air bubbles but she did not do anything about them. Patient's normal blood glucose target range was 70 mg/dl to 140 mg/dl prior to pump therapy. Patient reported she received no error messages. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested. On follow up call four days later, patient reported her blood glucose has not returned to normal. She stated she is working with her trainer to adjust her basal rates as she is new to pump therapy.

Manufacturer narrative:
No product will be returned for evaluation.